Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who stated that they are not able to confirm if greater than two seconds of asystole has been observed. The patient has been asymptomatic during all of the episodes. Previous device checks had resulted in reprogramming the rv sensitivity which reduced the oversensing. The preliminary plan is to perform a procedure to revise the rv lead in the future. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). A revision procedure was performed and the system was removed from service and returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed and resulted in pacing inhibition for this pacemaker dependent patient. The episodes were noted approximately six weeks ago and today with the patient just sitting in a chair and breathing with manipulation of the device, there was noise on the right ventricular (rv) and left ventricular (lv) competitive epicardial leads. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.